Event description:
It was reported that a one-link IV set was unable to prime. A nurse from the critical care unit took the set out of the packaging and connected it to a 3 ml saline syringe to try and flush it with saline. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection, clear passage, pressure and functional tests were performed and no defects were noted. The reported condition was not confirmed. The device met specifications. Should additional relevant information become available, a supplemental report will be submitted.